Event description:
It is reported that two proximal screws with round heads have passed through the plate holes. The plate has broken away from the bone, the screws are still in the bone. Pt underwent a revision surgery on (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure can not be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. (B)(4).